Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was 38 mg/dl and the customer "passed out". The customer was transported to the hospital and was admitted. The customer did not know what the paramedics or hospital administered for treatment. The customer was discharged the next day with the low bg resolved. The customer had a bruised hip and sore neck due to passing out. The cause of the low bg was not known and may possibly be device related. A pump system check was performed and no device issues were identified.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. There were no bolus requests made on (B)(6) 2017. Four cartridge change sequences with four fill tubing processes were conducted between 7:56am and 8:06am on (B)(6) 2017. Basal rate was 2 u/hr throughout the entire day. Complaint could not be confirmed. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There was no evidence of device malfunction.

Manufacturer narrative:
(B)(4).